Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The photograph shows a broken cannula at the distal end. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of rough handling of the device. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, while performing a cyst extirpation, during op handling with a lap. Hand-instrument part of the trocar broke: about 9mm long and 2mm broad part of the powershield / from the end of the trocar hull. Surgeon could not tell which instrument caused the break. He used several lap instruments. The broken part fell into patients cavity and could not be find anymore. Hospital is not willing to send back trocar for investigation. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.